Event description:
Trocar, cor50, was inserted into abdomen but would not hold air at balloon site. Another trocar was opened, cor47 and it also would not hold air. Third trocar opened did work and procedure completed.